Manufacturer narrative:
It was reported that "string fracture on kaffes stent when attempting to remove." It was confirmed from the DHR that device had been manufactured with no significant issue and passed all the inspections successfully. Biliary structure where stent was implanted is narrow and curvy. Ingrowth and/or overgrowth can occur on the stent according to state of patient's lesion after deployment. If removal was tried by force in this situation, it could be hard to remove due to strong resistance. It is, however, impossible to identify the exact root cause since it is hard to recreate the situation at the time of procedure. It is hard to identify the root cause because the suspected device was not returned, and it is hard to reconstruct the situation at the time of procedure. However, based on the description, which was written that "string fracture on kaffes stent when attempting to remove.", it is assumed that the excessive tensile force was applied to the removal string due to the curve of patient's lesion, or the removal was tried in state of the biliary tissue was in/over growth on the stent. Through the user manual by taewoong, it is stated that "visually examine the stent for any tumor in-growth/over-growth into the stent lumen or whether the stent is occluded. If the stent lumen is clear, carefully remove using a forcep and/or snare. Grasp the retrieval string and/or collapse the proximal end of the stent then carefully retrieve the stent. If the stent cannot be easily withdrawn, do not remove the stent. Caution: do not allow excessive force to remove the stent as it may cause disconnect to the retrieval string.". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analysis.

Event description:
String fracture on kaffes stent when attempting to remove, significant debris left in patient leading to an unresolved stricture.